Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 4.0mm x 15mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured at 6 atm. The balloon was removed from the patient's body without problem with the usual method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.